Manufacturer narrative:
The reported issue that the pump control unit (pcu) needed preventative or "check-in" maintenance, and that this was completed and the pcu passed all inspection tests is not believed to be associated with a device malfunction; pm and check-in are a recommended system evaluation process for ensuring alaris system is performing correctly and is to be performed as necessary (check-in for newly received modules, and pm a minimum of once a year). No device malfunction issue was alleged and no product or device logs were returned for investigation. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. The alaris pcu is typically used for treatment. The file may be closed based on the above facts. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Pcu maintenance. No product returned. It was reported that the pump control unit (pcu) needed preventative or "check-in" maintenance. This was completed and the pcu passed all inspection tests. No further information was provided.